Event description:
Related manufacturer report number: 2017865-2024-34144; 2017865-2024-34142 during an in-clinic follow-up, noise that led to oversensing was detected on the right ventricular (rv), right atrial (ra) lead, and device. The cause of the event was due to dislodgement of the rv and ra leads and migration of the device from twiddlers syndrome. The entire system was explanted to resolve the event. The patient was stable.